Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated they are in the or and their tablet/communicator will not connect to vanta ins. Caller stated they tried two different vanta inss and can't get them to connect. Caller stated they continue to receive red system error - tablet finds the ins but as soon as they hit start usage, it takes them back to the start usage screen, twice, and then gives system error. Caller stated they haven't seen any validation errors and they had just rebooted their tablet. Once tablet was powered back on, caller attempted to connect and received validation error with code 00 01 00bb. Tss had caller hit continue and they were able to enter session and press start usage, which took them back to the start usage screen again. Caller pressed start usage again but was able to proceed with workflow. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.